Manufacturer narrative:
The field service engineer found that the wall pressure of o2 throughout their whole facility was too low.

Event description:
The customer reported that the ventilator alarmed with o2 not available. The customer reported there was no patient involvement.